Manufacturer narrative:
(B)(4). H10: corrected data: device analysis updated - the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was difficulty in keeping the anvil of a cdh25p attached whilst closing the gun. Mr n placed 3 stay sutures around the oesophagus and pulled them out using an endoclose and clipped the suture outside the chest and then a purse string (whip stitch) was made around. A bougie was used to dilate the oesophagus and then the anvil was inserted into the oesophagus using a 10ag anvil grasper. The anvil was grasped at the grasping notch and also around the purse string tying notch. The locking spring was avoided at all times. The gun was put in the stomach and the spike extended, a box stitch was run around the base of the spike (this is their usual practice to prevent the serosa of the stomach tearing) the purse string was attempted to be tightened but would not run. Mr n tried to get the purse string to draw but it would not. The anvil was removed from the oesophagus and left in the thoracic cavity. Mr I came in but he could not rectify the situation. So mr I decided to place another purse string. The stay sutures were removed. The anvil was kept in the oesophagus. A new stay suture was placed a few mms further up on the oesophagus and whilst holding the grasping notch of the anvil, diathermy was used to remove the tissue at the end of the oesophagus complete with the purse string. Then another stay suture was placed and continued with the diathermy until there were 4 stay sutures and the purse string and tissue were free and removed. This took at least an hour. Mr I put in another purse string (whip stitch) and placed the anvil in using johan graspers holding at the grasping notch. The purse string drew as it should. It was ensured that the purse string was up on the purse string suture tie area and not on the locking spring. The head of the gun was put through the stomach and the spike wound fully out. A new box stitch was run around the base of the spike. The gun was put in the chest and then they attempted to attach the head of the gun. It was a little tricky and mr I was mindful that adjusting knob was closing of its own volition as he was trying to attach the anvil, so he held the knob to prevent this. The orange band was hidden by the anvil and the thought to have click attached. The gun was started to be wound down but as it closed the anvil clicked off the spike. Mr I then attempted to put the anvil on the spike a second time, this was not easy. The orange band was covered. This time the head was definitely felt and heard to click on. The gun was wound down but once again the anvil detached. The surgeon was exceptionally concerned why this would happen. Mr I tried a third time, the orange band was covered, the head was heard and felt to click on just as it had the second time. The gun was wound down (whilst this was happening a thoracotomy tray was being opened just in case). I am very relieved to report that the head remained attached and the gun wound down as it should. The indicator was in the green (just overhalf way) 15 seconds observed, a final little tighten and then the gun was fired. The firing process was smooth and without incident, and the green tick confirmed the firing sequence complete. 4 half turns counterclockwise on the adjusting knob and the gun was removed. The donuts were seen to be complete. The problems of getting the head of the gun to attach and then fire extended the operation by about an hour. I did wonder if some tissue had managed to go into the anvil stalk whilst it was left in the thoracic cavity, it seemed a very low possibility. I did look in afterwards but could see no evidence of any tissue. Throughout the case I kept an eye on the locking spring and that the purse string was tied up at the top and away from the locking spring. Mr n has used echelon circular powered twice before, once for an open oesophagectomy and once for a thoracoscopic oesophagectomy. This was the first time mr I has used the device.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/16/2020. D4: batch # t5cg91. Device evaluation summary: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis shows that the trocar was verified to be sliding while anvil is attached. This however is a known condition for the product. The sliding can be prevented if rotation knob is held in place while assembling the anvil. Ifus are being updated to clarify the process. The anvil could be attached while holding the rotation knob, and device was fired successfully. No conclusion could be reached on what caused the open handle/shroud noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.